Event description:
It was reported that the patients device was uncomfortable in the spine. The patient also noted undesired and inadequate stimulation, however, turning the programs up would also cause overstimulation. The patient underwent an explant procedure and was doing well postoperatively. The explanted device was discarded and will not be returned.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads-MRI. Upn: m365sc8416500, model: sc-8416-50, serial: (B)(4), batch: 7072072.